Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female in acute myocardial infarction cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 pump was unable to advance past the subclavian innominate angle during attempted delivery. After multiple failed attempts, the impella 5.5 implant was aborted and an impella cp was placed for patient support. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of delivery issue is determined to be patient condition because of resistance at innominate artery in spite of best practices being followed.